Event description:
Home pt contacted baxter's technical service center for assistance regarding a system error 2240 message that machine during dwell 2/4 of the automated peritoneal dialysis therapy. The home pt reported at the time of initial notification that one of the supply bags had fallen and became disconnected from the supply line of the homechoice set. In an endeavor to correct the issue, hp reconnected the supply bag to the supply line to which it was previously connected. Baxter's technical service center assisted the home pt in ending the therapy early. Per the home pt's nurse, no pt injury or medical intervention was assoicated with this incident.